Event description:
It was reported that the pump has alarmed for high occlusion pressure. The cassette was discarded. The patient was not injured, as the pump was changed and the issue was resolved.

Manufacturer narrative:
Neither samples nor pictures were received for the analysis of this complaint. No device history record was reviewed since lot number was not provided. Without the return of the used samples a comprehensive failure investigation cannot be performed, and a probable cause cannot be determined. If the product is returned, the complaint will be reopened for further investigation.